Manufacturer narrative:
Evaluation of the returned device by engineering determined that the tip failure appears to be consistent with a ductile shear overload condition. The cause of the overload condition could not be determined. Review of manufacturing history records found a total of 16 pieces of lot (00009sm-r) were released for distribution on (B)(6) 2015 with no deviation or anomalies. Complaint history did not reveal a trend for reports for this lot number, a CAPA has been initiated for further investigation. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2018-00001 / 00002).

Event description:
Doctor was inserting screw (modular) and shank broke off on 3 drivers.